Manufacturer narrative:
Date sent to the FDA: 07/09/2008. Mesh exposure occurred - conclusion - no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form wil be submitted accordingly. A review of the batch mfg records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a pt underwent a sling procedure in 2007. After the procedure, the pt was experiencing sexual discomfort and vaginal discharge, and in 2007, the pt was diagnosed with a mesh erosion. The following month, a surgical procedure was performed to close the vagina over the mesh erosion. The surgeon opines that local site infection or superficial tape placement may have caused the mesh erosion.